Event description:
It was reported that boston scientific received a threat of litigation related to device that was repaired due to unknown reasons, and it remains in service. No additional adverse patient effects were reported

Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of no problem detected.